Manufacturer narrative:
(B)(4).  Physio-control evaluated the device and verified the reported issue.  Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during routine maintenance their device was unable to deliver defibrillation therapy. When this occurred the service indicator was illuminated and the device had logged an event code in the memory which is related to an inability of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to a failure of a transistor, designator q8 from the therapy pcb assembly. The transistor intermittently failed the high voltage defibrillation.